Manufacturer narrative:
(B)(6). Investigation: bd received samples and photos from the customer facility for investigation. The samples & photos were evaluated and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. The additive was applied slightly coarser than a normal spray pattern on the tube wall. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube.

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with foreign matter. There was no report of injury or medical intervention.